Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose level of 30 mmol. It was also reported that the customer had fallen into the water with the insulin pump. Prior to hospitalization the customer delivered insulin with an insulin pen twice, however, blood glucose levels did not decrease. Nothing further was reported.